Event description:
Complaint was received in a batch report from the distributor (log (B)(4)) on (B)(6) 2013. Caller reported potential false hcg results with select diagnostics hcg cassette. No information was provided whether confirmation testing was performed.

Manufacturer narrative:
During a review of each case, it was determined that the complaint was read, logged and an investigation was conducted. However, it has now come to our attention that this case was not reported to the FDA at the time it was received. Investigation was performed on retained materials on june 11, 2008. Retained devices from lot number hcg8010048 were tested with the following materials: 20miu/ml hcg urine control, 100miu/ml hcg urine control, 248.57iu/ml hcg urine control. The 20miu/ml, 100miu/ml and 248.571u/ml urine controls all yielded positive results at the 3 minutes read time. No false negative result was observed. No returned product was received. Based on the investigation findings, it was determined that retention materials continued to meet expected product performance criteria. Since the product has expired, no further investigation is possible. No corrective action required at this time as no product deficiency was established.